Manufacturer narrative:
10/28/1998- supplemental report sent to FDA. Additional data entered in d9. Device evluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the instrument and applied another to complete the procedure. The hosp has reported no pt injury occurred.